Event description:
Foley catheter inserted at 2306 on 4/8/2000 in preparation for c-section. Pt c/o much burning, urge to void, and pressure from catheter although urine flow obtained without difficulty. At 2330 catheter intact. At 2345 catheter noted to be broken when bag transferred from left to right side of bed. Portion of catheter remained in pt. Neocystotomy performed and piece of catheter removed following c-section.